Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement emitter shipped to site. Medtronic investigation finds that the emitter still has the typical sound/noise but does not track. Directly caused event a medtronic representative performed a navigation system check-out. Emitter replaced and system performed as intended. No further issues reported.

Event description:
A medtronic representative reported a site navigation system emitter that did not track properly, stopping after 5 minutes. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to date returned to manufacturer provided. Further analysis on the returned emitter found a drive error when connected in the cranial software application. In the em interface it showed a drive fault on coil 6. The continuity was inspected and there was an open on coil 6 indicating an electrical failure mode. The reported event was confirmed. As previously reported, the emitter component of the system was replaced to resolve the issue.